Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the tube was slightly split. Functional testing , including gravity testing and leak testing under water ,were performed and no leak was detected. The reported condition of split line was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a split was observed in the tubing of a flo-gard administration set. This was identified during priming, prior to patient use. There was no patient involvement. No additional information is available.